Event description:
I have pulmonary hypertension, so I have to be on oxygen 24/7. I need to put the machine off for a day and a half, so that the motor stops doing that, the motor will cool off as it will produce fumes and the fumes go into my lungs. I then can go back on the machine. The concentrator throws toxic fumes that gets me very sick. I get dizzy and my lips turn purple and my fingers turn purple, and my legs get like water and I get a headache and my eyes hurts, and I feel like I'm going to vomit. I get dry "heaves" when this is happening and that's pretty awful. My hair is also falling out from this. There's a flaw, I think there's a flaw probably from the MFR with these machines and the fumes go straight into my tubing and goes right into my lungs that causes me to go to the hosp. They told me I only have less than 38% of my lung capacity and the right side of my heart is gone and that's the cause from getting these fumes on and off for so long. I don't know what to do about it. I need somebody to help me because I have nobody to watch my back for me and my kids live all out of state and my daughter, she has to go for surgery herself and my son is a (B)(6) year veteran that just retired and he's been going through himself. He's in (B)(6) and my daughter is in (B)(6), so there's nobody here to help me. I don't know that to do about it but I need somebody to check this machine now, so they know what I'm talking about but there is no one who will do it. I need some proof that these machines are faulty and causing me and probably others to be sick. I even offered to put a new tubing on the machine, so they can try it and you'll see they'll get dizzy after a while. I need some mechanic or somebody to check this machine out. Please help.